Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported in the morning that her infusion set's tubing had disconnected from the ring while sleeping. The site location was on her right side of abdomen and the pump was clipped on her pants on the right side. The infusion had been used for two days. The infusions were stored in her house inside the cabinet. She was unsure if there was any stress or pull on the tubing and the pump was not dropped with the set connected to her body. Upon investigation of the returned used device (1 tubing), it showed that the tubing was detached from the tubing connector. No further information available.